Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The investigation was limited as no calibration or quality control data were provided. A sample-specific discrepancy was identified as the root cause. Analytical specificity testing, as outlined in the method sheet, indicates that cross-reactivity with certain substances, including ebv, cannot be excluded but also cannot be definitively proven. The customer was advised to follow confirmatory testing protocols for hiv, including re-determination in duplicate and confirmatory algorithms such as western blot and hiv rna tests. For the cmv igm positive result, further testing was recommended. The results should be interpreted in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged a false reactive result with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module for one patient sample. The first sample tested with the hiv duo elecsys e2g 300 v2 assay generated a reactive result with values of hivag 110 coi and ahiv 0.0972 coi. A re-run of the same sample produced similar results with values of hivag 109 coi and ahiv 0.0815 coi. Additional testing of the same sample included biorad geenius blot, which was negative, and vidas p24 antigen, which was tested twice and found to be negative. Testing with the elecsys hbsag ii assay on the same sample produced a reactive result, but no further details were provided. A second sample from the same patient was tested with the elecsys hbsag ii assay and found to be non-reactive. Testing with the hiv duo elecsys e2g 300 v2 assay on the second sample produced a reactive result with hivag positive. Testing with the elecsys cmv igm assay on the second sample generated a reactive result with a value of 39 coi.